Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient¿s medical history and weight were unobtainable. The event was also reported as the message of ¿pump shut off¿ appeared on the nvision when the interrogation was conducted.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon baclofen (unknown concentration and dose) in an implantable pump for spinal cord injury. The patient was seen on (B)(6) 2017 and complained of not feeling well after a refill, which was performed on (B)(6) 2017. Per the patient, spasticity was observed when they" felt a small vibration" (also reported as aggravated spasticity). The issue was considered non-serious. The event causality was considered to be unrelated to the drug, catheter, and surgical procedure. However, it was unknown if the issue was related to the pump or programmer. Although there was no pump alarm, "pump shut off" was seen when interrogation was performed. The facility staff told the patient to visit again soon, as the patient was not feeling well and went home. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.